Manufacturer narrative:
Company representative evaluated the unit and verified the problem. An issue was identified with the unit's display. Corrections included replacing the unit's display. Unit was calibrated and tested to factory's specifications.

Event description:
Customer reported an issue with the passport 2 monitor, which may have affected patient monitoring. No patient injury was reported.